Event description:
Reporter first stated she could only get the er1 message on her surestep meter. Reporter went to the dr and the lab test revealed a blood glucose result of around 380 mg/dl. During a later f/u phone conversation, reporter stated that she had rec'd results on her surestep and profile meters that were consistently low; 87-125 mg/dl. A few days later her blood glucose levels began to go as high as 310 mg/dl and her dr thought this could be due to her menstrual cycle. Reporter has since lost the profile meter and doesn't remember which results in logbook came from which meter. Reporter also admitted product was mixed and she wasn't sure which teststrips were which, expiration datewise. One evening at 5:00 pm, shortly after this, she tested, being pretty sure it was on the surestep meter this time, rec'd a blood glucose value of 456 mg/dl. Reporter dosed herself with medication. Reporter tested at 10:00 pm that same evening and rec'd the er1 message. Reported immediately retested and still rec'd the er1 message. Reporter felt no adverse reaction and did not do anything else at that time. Reporter tested again at 8:00am the next morning and rec'd a blood glucose result of 242 mg/dl. Reporter went to her dr later that day for a different medical problem and tested with her meter receiving 154 mg/dl at 12:00 pm compared with her doctor's meter result of 164 mg/dl taken at 12:15 pm.